Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstruation irregular ('periods are off and on'), neoplasm malignant ('cancer in early stage') and psoriatic arthropathy ('arthritis with psoriasis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included psoriasis. In 2009, the patient had essure inserted. On an unknown date, the patient experienced menstruation irregular (seriousness criteria medically significant and intervention required), psoriatic arthropathy (seriousness criterion medically significant) with arthralgia, abdominal distension ("bloating") and alopecia ("slowly loosing hair") and was found to have neoplasm malignant (seriousness criterion medically significant) and leiomyosarcoma ("leiomyosarcoma"). The patient was treated with surgery (had hysterectomy). Essure was removed. At the time of the report, the menstruation irregular, neoplasm malignant, psoriatic arthropathy, leiomyosarcoma, abdominal distension and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, leiomyosarcoma, menstruation irregular, neoplasm malignant and psoriatic arthropathy to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : leiomyosarcoma. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter and event : leiomyosarcoma added. On 20-mar-2020: processed with fu 2 : reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstruation irregular ('periods are off and on'), colon cancer ('cancer in early stage/colon cancer') and psoriatic arthropathy ('arthritis with psoriasis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included psoriasis. In 2009, the patient had essure inserted. On an unknown date, the patient experienced menstruation irregular (seriousness criteria medically significant and intervention required), psoriatic arthropathy (seriousness criterion medically significant) with arthralgia, abdominal distension ("bloating"), alopecia ("slowly loosing hair") and syncope ("I almnost fainted") and was found to have colon cancer (seriousness criterion medically significant), leiomyosarcoma ("leiomyosarcoma") and uterine cancer ("I dint becausethey found cancer"). The patient was treated with surgery (had hysterectomy). Essure was removed. At the time of the report, the menstruation irregular, colon cancer, psoriatic arthropathy, leiomyosarcoma, abdominal distension, alopecia, uterine cancer and syncope outcome was unknown. The reporter considered abdominal distension, alopecia, colon cancer, leiomyosarcoma, menstruation irregular, psoriatic arthropathy, syncope and uterine cancer to be related to essure. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media: new reporter and event I almost fainted added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstruation irregular ('periods are off and on'), colon cancer ('cancer in early stage/colon cancer') and psoriatic arthropathy ('arthritis with psoriasis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included psoriasis. In 2009, the patient had essure inserted. On an unknown date, the patient experienced menstruation irregular (seriousness criteria medically significant and intervention required), psoriatic arthropathy (seriousness criterion medically significant) with arthralgia, abdominal distension ("bloating") and alopecia ("slowly loosing hair") and was found to have colon cancer (seriousness criterion medically significant), leiomyosarcoma ("leiomyosarcoma") and uterine cancer ("I dint because they found cancer"). The patient was treated with surgery (had hysterectomy). Essure was removed. At the time of the report, the menstruation irregular, colon cancer, psoriatic arthropathy, leiomyosarcoma, abdominal distension, alopecia and uterine cancer outcome was unknown. The reporter considered abdominal distension, alopecia, colon cancer, leiomyosarcoma, menstruation irregular, psoriatic arthropathy and uterine cancer to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: leiomyosarcoma. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event " cancer in early stage" was updated to cancer in early stage/colon cancer and uterine cancer, reporter information was added, reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstruation irregular ('periods are off and on'), colon cancer ('cancer in early stage/colon cancer') and psoriatic arthropathy ('arthritis with psoriasis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included psoriasis. In 2009, the patient had essure inserted. On an unknown date, the patient experienced menstruation irregular (seriousness criteria medically significant and intervention required), psoriatic arthropathy (seriousness criterion medically significant) with arthralgia, abdominal distension ("bloating"), alopecia ("slowly loosing hair") and syncope ("I almost fainted") and was found to have colon cancer (seriousness criterion medically significant), leiomyosarcoma ("leiomyosarcoma") and uterine cancer ("I didn't because they found cancer"). The patient was treated with surgery (had hysterectomy). Essure was removed. At the time of the report, the menstruation irregular, colon cancer, psoriatic arthropathy, leiomyosarcoma, abdominal distension, alopecia, uterine cancer and syncope outcome was unknown. The reporter considered abdominal distension, alopecia, colon cancer, leiomyosarcoma, menstruation irregular, psoriatic arthropathy, syncope and uterine cancer to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menstruation irregular ('periods are off and on'), neoplasm malignant ('cancer in early stage') and psoriatic arthropathy ('arthritis with psoriasis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included psoriasis. In 2009, the patient had essure inserted. On an unknown date, the patient experienced menstruation irregular (seriousness criteria medically significant and intervention required), psoriatic arthropathy (seriousness criterion medically significant) with arthralgia, abdominal distension ("bloating") and alopecia ("slowly loosing hair") and was found to have neoplasm malignant (seriousness criterion medically significant). The patient was treated with surgery (had hysterectomy). Essure was removed. At the time of the report, the menstruation irregular, neoplasm malignant, psoriatic arthropathy, abdominal distension and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, menstruation irregular, neoplasm malignant and psoriatic arthropathy to be related to essure. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received: case became incident, new event "cancer in early stage" added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.